Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 2400 valve sets had particulate matter contamination on the set. The contamination was described as ¿some kind of lubrication or oily substance¿ and ¿shiny clear lubricant/liquid¿. The substance was discovered when the device packaging was opened prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b5 (remove "prior to patient use" as product is not used on a patient). H11: five (5) actual devices and four (4) photographs of the samples were provided for evaluation. Visual inspection of the photos identified a slight amount of silicone grease on the sets. Visual inspection of the actual samples found light silicone grease on the sets. The sets have silicone oil as the valve body is dipped in a silicone solution during the assembly process. The reported condition was identified; however, the sets did not contain an excessive amount of silicone grease and therefore, met product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.